Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user announced, ¿less than¿ for a cinnamon roll meal and experienced hyperglycemia with a blood glucose of 230 mg/dl; the user asked whether to make another meal announcement and was advised to allow the ilet to correct the elevated glucose and not announce another meal unless eating more food. Symptoms included no reported symptoms. Outcomes included no alerts, no need for outside assistance, and no medical intervention. Investigation included user troubleshooting and education regarding correct meal announcements and reliance on automated correction by the ilet. Investigation of this case revealed user error related to an incorrect meal size selection that contributed to hyperglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error.